Event description:
A customer reported a malfunction on a pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Prior to contacting technical support, the customer attempted a pump reset on their own but sought further assistance. Technical support guided them through reloading the cartridge and refilling the tubing, and provided information on how to reset the pump. The customer understood the instructions and confirmed that the malfunction code did not recur after the reset. The pump was deemed safe for continued use, and the customer was advised to contact technical support if the issue reappears.